Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer replaced and aligned the sample probes and reagent probe 1. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument prior to troubleshooting. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The sample was then repeated on two alternate instruments, also resulting lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.